Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reported dealing with severe constipation and experienced pain as a result of stimulation. The next day, they still report not having any bowel movements yet. On (B)(6) 2017, patient was constipated. Six days later, patient was concerned the day prior because they needed to have a bowel movement and was afraid to leak, but it didn't happen; the patient was happy about that. The patient then said the healthcare provider (hcp) said there is something wrong with their lead because they are on 2.7v and that is too high. No further patient complications have been reported as a result of this event.